Event description:
Complainant alleged that the clinicans were attempting to defibrillate a patient (age and gender unknown) using multi-function ecectrodes with the unit, but the device would not discharge. The clinicians then switched to device paddles and successfully administered a 200 joule shock to the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The complainant indicated that the electrodes used in the event would not be returned to zoll for evaluation, as they were inadvertently discarded subsequent to the event. In addition, the complainant was unable to provide the lot number of the used electrodes.